Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -14.0/+1.0/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os). Excessive vault, transient loss of bcva, significant reduction of irido-corneal angles (ica) halos, glare, sparkles, pigment dispersion, and blurred vision was reported. The lens remains implanted. The cause is reported as device.

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticmo13.2 -14.0/+1.0/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the left eye (os) of a patient with a history of diplopia and progressive myopia on (B)(6) 2021. Excessive vault; transient loss of bcva; significant reduction of irido-corneal angles (ica); halos; glare; sparkles; pigment dispersion; and blurred vision was reported. On (B)(6) 2021 the lens was exchanged for a shorter length lens of a different model. Postoperative reports that the lens was rotated 10 degrees and the patient re-entered surgery to accommodate. Afterwards reports that the patient is well, vision without halos or flashes, vault of 800, angles degree ii, will check up every 2 months to see the evolution. Claim # (B)(4).

Manufacturer narrative:
H6: include clinical code: 2227. Claim #(B)(4).